Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the distal right coronary artery (rca). The 2.5x18mm rx xience sierra stent delivery system (sds) was advanced to the lesion without issue. During inflation, the balloon ruptured and the stent was only partially deployed. The sds was removed and another balloon catheter was advanced inside the stent and inflated to fully appose the stent to the vessel wall. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was able to be confirmed. The reported difficult to deploy was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy resulted in compromising the balloon material thus resulting in the reported material rupture and the reported difficult to deploy. The noted multiple kinks on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.